Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 812 mg/dl. The customer's glucometer kept reading hi, so the customer took over 50 units of bolus which did not decrease the blood glucose. The customer experienced symptoms such as vomiting. So, they went to the hospital. Initially, the hospital did not want to treat the customer's blood glucose. The customer treated with a bolus from the insulin pump. The customer was wearing the insulin pump during the hospitalization but it removed at the emergency room and the customer was put on insulin drips until (B)(6) 2017. Troubleshooting was performed and was determined that the customer was using expired infusion sets; expiration date of march 2014. The insulin pump will not be returned for analysis.